Event description:
The customer reported that the heart rate alarm did not alarm on (B)(6) 2017 at approximately 20:52. The device was in clinical use a the time the issue was reported. There was no adverse event or patient harm reported.